Event description:
It was reported that the device was displaying the service indicator and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control recommended performing a defibrillation calibration. If the calibration fails it is recommended the replacement of the device's therapy pca. If it passes it could potentially need the replacement of the power module. The customer's biomed later confirmed that the error code came back after performing the defibrillation calibration. He is currently waiting on the replacement therapy pcb assembly for repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.